Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the IFU, a sensor must be calibrated using the code associated with that serial number.

Event description:
The sensor was initially calibrated using the incorrect calibration code, leading to potential inaccuracies in the measurements it takes. The physician will monitor the sensor for the time being.